Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a scratches on the display window.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 572mg/dl, and she was treated with the insulin pump. The mother stated that the customer was vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. Instructed the mother to remove the cannula, and it was bent and occluded, but the insulin pump did not alarm. Reminded the caller to change the infusion set every two to three days. The mother mentioned that the display window has been damaged, and the customer could not read the screen. Advised that the customer should revert to back up plan. No further information was provided.